Event description:
Device removed due to pain and wear.

Manufacturer narrative:
Section f was completed by the MFR. The information received was through a consumer. The user facility has been contacted. No additional information is available at this time.